Manufacturer narrative:
Based on the physician review of the x-rays, the lead appears to be externalized. No further analysis can be performed since the lead will not be returned to abbott for analysis. This device is included in the advisory notice issued by st. Jude medical in april 2012 regarding externalized conductors in the silicone "s" section of the quicksite and quickflex left ventricular crt leads models 1056t, 1058t, 1156t, and 1158t.

Event description:
During device exchange due to normal eri, fluoroscopic imaging revealed conductor externalization at the tip of the lead. All electrical measures were good when the ICD was replaced. The leas remained implanted. The patient experienced no consequences and was in stable condition and is being monitored.